Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region #9 it was verified its loss of osseointegration; 55 ncm of primary stability was achieved and immediate load was performed. Pt had low bone quality (bone type iii) and bone graft was executed.